Event description:
Clinical study. Same case as 6000093-2006-00822, 00823, 00824, 00825, 00826. It was reported that 428 days after a coronary artery drug eluting stenting procedure, the pt expired. Lesion 1 was a 2.5mm, 90% stenosed 14mm long portion of the 1st posterior ascending artery (1st rpl). The physician treated the lesion with predilatation and successful placement of a taxus express2 2.5x16 mm stent in the target lesion. There was 0% residual stenosis following stent placement. Lesion 2 was a 3.0mm, 80% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.00x16mm stent in the target lesion. There was 0% residual stenosis following stent placement. Lesion 3 was a 3.0mm, 90% stenosed, 30mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.00x32mm stent in the tearget lesion. Angioplasty was then performed to the 1st diagonal (dx) and a 2.0 x 13mm pixel stent was deployed. Lesion 4 was a 2.5mm, bufurcated, 90% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 2.50x24mm stent in the target lesion. Residual stenosis was 0%. Lesion 5 was a 2.5mm, 90% stenosed, 22mm long portion of the ramus. The physician treated the lesion with direct stent placement of a taxus express2 2.50x24mm stent in the target lesion. There was 0% residual stenosis following stent placement. Target lesion 6 was 30mm long and identified in the mid circumflex (mic cx) with 80% stenosis and a 2.75mm reference vessel diameter. The physician treated the lesion with direct stent placement of a taxus express2 2.75 x 32mm stent in the target lesion. There were no reported complications. The pt tolerated the procedure well and was chest pain free. The pt's hospitalization was prolonged due to acute renal failure secondary to significant dye load. Renal consult was obtained and lasix was started. The pt was discharged 9 days later on plavix and aspirin. The site was informed that the pt expired 428 days post procedure. The cause of death is unk. Site noted that the pt expired outside of the study site; therefore, events around the pt's death are unk due to lack of available reports. No autopsy was performed and in the opinion of the physician the relationship of the death to the target vessel involved is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.